Manufacturer narrative:
The commander delivery system model and lot number is unknown. The investigation is ongoing. The device is not returning.

Event description:
As reported by a field clinical specialist (fcs), during the procedure of a 26 mm sapien 3 ultra valve in the native aortic valve via transfemoral approach, the patient has a type 1 right and left coronary leaflet (rl) bicuspid. There was much difficulty crossing this horizontal valve. Attempts were made over a course of more than 45 minutes and multiple catheters and wires were used. The decision was made to balloon aortic valvuloplasty (bav) with a 20 mm balloon. The valve was successfully deployed without incident. Approximately 4 hours later the patient began experiencing confusion and aphasia and stroke. CT scan was performed and a left mca occlusion was observed. Neurology was consulted to determine if he was a candidate for stroke rescue. The patient is stable and discharged but symptoms remain unchanged.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions. Added new information to h.6 type of investigation and investigation findings. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: tortuosity present within the patient's anatomy and horizontal aorta and calcification were present within the patient's anatomy. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was unable to be confirmed as neither the complaint device nor applicable procedural imagery was provided for evaluation. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis; therefore, a manufacturing non-conformance was unable to be determined. Additionally, a review of the DHR and lot history was unable to be performed as no lot number was provided. A review of the IFU and training manuals revealed no deficiencies. In this case, ''there was much difficulty crossing this horizontal valve, attempts were made over a course of more than 45 minutes. Multiple catheters and wires were used. The decision was made to bav with a 20mm z-med balloon, and then the valve was successfully deployed without incident''. Per 3mensio review, tortuosity and a horizontal aorta was present within the patient's anatomy. Tortuous patient anatomy and a horizontal aorta can create sub-optimal bend angles, contributing to difficulty navigating and crossing the native valve. However, without applicable procedural imagery, a definitive root cause is unable to be determined. Available information suggests that patient factors (tortuosity, horizontal aorta) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.